Manufacturer narrative:
Technician found that the bed functioned properly and could not duplicate the alleged problem. The pt fractured their right hip and did not break their hip as original reported. Technician reported that the hospital's incident report and a witness to the event stated that the pt unlatched the siderail and put the siderail in the low position. The pt fell while trying to get out of the bed. Account would not release the hospital's incident reported or the name of the witness. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that a pt was reaching for the pt pendant to change the tv channel and leaning on one of the siderails. The siderail was in the up position and moved to down position and the pt fell out of the bed. Account alleged that the pt sustained a broken hip.